Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was in pain while using the unit. The patient had the device on for 4 hours and had to stop treating because of the pain. The patient tried using it again the next day for 3 hours and still had pain. The patient did not seek medical treatment and did not take anything for the pain. Customer service advised the patient to take a break until pain free then conduct a time test. It was later reported that the time test did not work for the patient, and they had increased pain while using the unit. The patient rated the pain level as an 8-9 out of 10 on the shoulders. The patient had a cervical fusion, and the electrodes are placed above c7. A new spinalpak assembly was shipped to the patient per their request.

Event description:
It was reported that the patient was in pain while using the unit. The patient had the device on for 4 hours and had to stop treating because of the pain. The patient tried using it again the next day for 3 hours and still had pain. The patient did not seek medical treatment and did not take anything for the pain. Customer service advised the patient to take a break until pain free then conduct a time test. It was later reported that the time test did not work for the patient, and they had increased pain while using the unit. The patient rated the pain level as an 8-9 out of 10 on the shoulders. The patient had a cervical fusion, and the electrodes are placed above c7. A new spinalpak assembly was shipped to the patient per their request.

Manufacturer narrative:
Corrected data in the following fields - d2: common device name, g1: contact office first name, last name, and email address, . The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the diligence log, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinalpak stimulator was downloaded on march 11, 2025. The compliance data indicates the unit treated for 3 days 11 hours and 54 minutes. Review of the DHR indicates that unit was manufactured on november 20, 2024. There were no non-conformances or deviations reported on the DHR. Review of complaint history identified (36) total complaints from (dec 20, 2023) to (dec 20, 2024) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.46 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.00 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 05, 2026; and tf1930 s/n (B)(6) with a calibration due date of february 10, 2026. Test/inspections were completed by the quality department on march 13, 2025. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time.